Manufacturer narrative:
Root cause analysis: this report has been determined to be an isolated event. A true root cause is unable to be identified due to the defective product not being returned for evaluation. Fine surgical supplies the straight clamp packaged in the custom circumcision tray ((B)(4)). In its supplier corrective action request (scar), fine surgical stated it inspected all inventories and verified all instruments, including the straight clamp, meet its standard specifications. Deroyal has identified the following potential root causes: 1) customer perception/preference; 2) customer failure to secure the device fully; or 3) vendor manufacturing defect. Corrective action and/or systemic correction action taken: in its scar response, fine surgical stated instruments will continue to be inspected and verified against its standard specifications at the manufacturing and distribution levels. Due to the investigation and root cause determination, deroyal has not taken a corrective action. Investigation summary: a complaint ((B)(4)) was received indicating that a custom circumcision kit (part number 32-2015, lot number 38957262) contained a straight clamp ((B)(4)) that did not allow the physician to clamp on the foreskin as desired. Fine surgical supplies the straight clamp to deroyal. The qc complaint specialist identified fine surgical as the raw material supplier by using the lot mapping feature in the jd edwards system. The scar and supplier notification letter (snl) logs were reviewed for similar reports between 2013 to 2015. None were identified. Even though the reported issue was determined to be an isolated event, a scar was issued to fine surgical and a response received (B)(6) 2015. The qc complaint specialist reviewed the work order for discrepancies that would have contributed to the reported issue. However, no discrepancies that would have contributed were identified. The quality feedback investigation report also was reviewed for sales and similar complaints. (B)(4). No previous reports were received during this review period for issues with the instruments.(B)(4). Deroyal will continue to monitor trends for this failure and will recognize in the future if it transitions to a recurring issue. Preventive action: in its scar response, fine surgical instruments has stated it will continue to inspect all instruments upon receiving against our standard specifications. Due to the investigation and root cause determination, deroyal has not taken a preventive action. The investigation is complete. If new and critical information becomes available, this report will be updated.

Event description:
The straight clamp did not hold. There was a gap toward the bottom on the straight clamp that did now allow the physician to clamp on the foreskin like she would have preferred.